Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with infection, abscess formation and swelling around the artificial urinary sphincter pump. The patient underwent surgery and erosion around the cuff was observed during surgery. The wound incision was irrigated with antibiotic. There were no further patient complications.

Manufacturer narrative:
Correction to field h10: additional MFR narrative: upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, leak and functionally tested. The balloon did not pass the functionally testing for a pressure below specifications. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with infection, abscess formation and swelling around the artificial urinary sphincter pump. The patient underwent surgery and erosion around the cuff was observed during surgery. The wound incision was irrigated with antibiotic. There were no further patient complications. This is a primary complaint, device 1 of 2. Tw (B)(4) refers to the balloon.